Event description:
On (B)(6) 2011, pt's trainer reported pt's blood glucose has been in the 400-500's mg/dl. Pt's trainer stated, the pt's blood glucose was between 60-120 mg/dl last week. Trainer reported, the pt stated ,the infusion sets have been kinked. Trainer stated, the pt's blood glucose is still elevated. Trainer reported the pt's normal blood glucose level is unk but the target blood glucose is 120 mg/dl. Trainer stated, the pt is changing the infusion set and infusion tubing every 2 days as well as the insulin cartridge. Call disconnected. On call back pt's trainer reported the pt has discarded the alleged infusion sets. On follow up call on (B)(6) 2011, pt reported, she is inserting the infusion sets manually. Pt stated after a few hours of wearing the infusion set she would notice it was irritating her and she would remove the infusion set and the cannula was bent. Pt reported, her blood glucose stayed in the 400 mg/dl range because of the bent cannulas. Pt is currently using a different type of infusion headset. Replacement infusion sets were sent; no product return was requested.